Event description:
According to the literature, a retrospective study reported the outcomes of patients with pulmonary arterial hypertension who underwent bilateral lung transplantation using postoperative central veno-arterial extracorporeal membrane oxygenation combined with delayed chest closure between january 2021 and december 2024. It was noted that hemostasis was achieved with ligation, clipping, ligasure maryland, or a combination of these methods. Oozing/bleeding and reoperation were identified in these areas. There were 20 patients included in the study and hemothorax was treated with evacuation in 9 patients.

Manufacturer narrative:
Extended use of central veno-arterial extracorporeal membrane oxygenation in lung transplantation for patients with pulmonary arterial hypertension / mitsuaki kawashima, naohiro ijiri, chihiro konoeda, gouji toyokawa, keita nakao, yue cong, haruaki hino, hideo kurosawa, koichi kashiwa, michiko ushio, gaku kawamura, masahiko ando, shogo shimada, minoru ono, masaaki sato / european journal of cardio-thoracic surgery 2025, 67(8), ezaf256 original article / https://doi.org/10.1093/ejcts/ezaf256 advance access publication 4 au gust 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.